Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the defects can be attributed to improper handling and application of excessive force, impact to the scope due to fall, shock or similar stress. Due to bent outer tube, a lens in the optical system was broken which appears as a foreign body in the optical system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the telescope exhibited a breakage on the tip and the end face of the light guide. There were no reports of patient involvement.